Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received gablofen 2000mcg/ml; 245mcg/day in an implantable pump for intractable spasticity and cerebral palsy. The patient medical included diplegic cerebral palsy. Concomitant medications included oral baclofen. The pump was being replaced for expected end of service (eos) on (B)(6) 2018. Upon disconnecting the pump from the existing catheter, the neurosurgeon observed the catheter to be broken at the sutureless connector juncture. The neurosurgeon cut the catheter distal to the collet and spliced in a new pump catheter segment. The explanted catheter segment would be returned. The managing hcp reported no signs or symptoms related to the issue. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was considered resolved. The patient status was indicated to be alive with no injury. No complications were reported/anticipated.

Manufacturer narrative:
The catheter was returned, and analysis found the catheter sc connector appears to be material failure. The catheter body had damage to the transition tube. If information is provided in the future, a supplemental report will be issued.